Manufacturer narrative:
Philips service replaced the power tray and returned the equipment to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system does not start up due to a defective power tray on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.